Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the distal tip of the right cylinder popped off. During the procedure, the physician incised the top of the penis to retrieve the missing tip. The surgery was completed successfully. Four months after the procedure the patient reported that he has not regained penile sensitivity and that the surgery cuts were painful when healing. The patient also reported pain and stress due to the replacement surgery. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was defective and the distal tip of the right cylinder popped off. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Correction to field a2. Unite of measure - age there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was using the inflatable penile prosthesis (ipp) weekly and had no issues until december 2021, when the device started to fail with an acute right to left deviation. The patient underwent an ipp replacement surgery, and it was noticed the reservoir was empty and the distal tip of the right cylinder has popped off. The origin of the fluid leak was suspected to be the right cylinder distal tip. During the procedure, the physician incised the top of the penis to retrieve the missing tip. The surgery was completed successfully. Four months after the procedure the patient reported that he has not regained penile sensitivity and that the surgery cuts were painful when healing. The patient also reported pain and stress due to the replacement surgery. No additional patient complications were reported.

Manufacturer narrative:
Correction to field a2. Unite of measure - age. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the distal tip of the right cylinder popped off. During the procedure, the physician incised the top of the penis to retrieve the missing tip. The surgery was completed successfully. Four months after the procedure the patient reported that he has not regained penile sensitivity and that the surgery cuts were painful when healing. The patient also reported pain and stress due to the replacement surgery. No additional patient complications were reported.